Event description:
It was reported to boston scientific corporation that a endovive initial placement kit was used during a esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) on (B)(6) 2013. According to the complainant, during withdrawal, the physician was putting the initial placement kit over the guidewire when the joint started stripping off the wire and started to unravel . The procedure was completed with a new initial placement kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4) for the reported event of wire unraveled. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the returned guidewire was severely damaged presented by the coil wire unravelled off the core wire. However, the inner wire was unbroken. The complaint is consistent with the returned device that the guidewire was damaged. It is unknown if the core wire failure occurred due to supplier quality, customer handling/prep of the device or procedural factors, therefore the most probable root cause is undeterminable. A DHR (device history record) review was performed and revealed no related issues to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the reported lot number 14890185.

Event description:
It was reported to boston scientific corporation that a endovive initial placement kit was used during a esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) on (B)(6) 2013. According to the complainant, during withdrawal, the physician was putting the initial placement kit over the guidewire when the joint started stripping off the wire and started to unravel . The procedure was completed with a new initial placement kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.